Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in-clinic for a routine follow-up increased capture threshold was noted. Lead dislodgement was observed. During attempted repositioning, high pacing lead impedance was noted. The lead was explanted when repositioning was unsuccessful. The patient was fine post-procedure.